Event description:
It was reported that during a procedure of the proximal left anterior descending (lad) artery, after predilatation with a 2.0 x 20 mm balloon dilatation catheter at 14 atmosphere for 23 seconds, the 2.75 x 18 mm xience pro stent delivery system (sds) was used. The sds was advanced into the guiding catheter but resistance was met in the distal guiding catheter when the sds reached the left main branch in the anatomy. The sds was removed from the guiding catheter; outside the anatomy the distal stent strut was noted to be flared. It was suspected that the hemostasis valve was not properly opened but this was not confirmed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the sds was returned with the distal tip separated at the distal seal; the tip was not returned. The stent implant did not have flared struts.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The stent damage and resistance between the stent delivery system (sds) and guiding catheter was not confirmed. However, the distal tip was separated. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.